Manufacturer narrative:
(B)(4): physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center extensively and was unable to further determine the cause of the malfunction.

Event description:
It was reported that the device had illuminated the service wrench icon. There was no patient use associated with the event. Physio-control's investigation found that the device had event codes in the memory and was unable to complete the boot up cycle.